Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient learned that there was an insertion issue with the leads. The patient reiterated that a couple of "wires at the bottom had come out" and the patient would need to have the leads reinserted. The patient said their therapy was "only working 50%" and patient said one of the sides of the therapy was not working. The patient said the therapy was okay with 50% of the therapy working, but patient was confident the therapy would be great if the therapy was 100% working. The patient has been referred for a lead revision but is having difficulty making the appointment.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's leads were replaced on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2025, UDI#: (B)(4) . Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient uses medical transport and they indicated that they fell getting out of the transport vehicle on the day of implant. The patient stated that they tripped and fell a couple of times the same day getting into their house. It was indicated that the patient also uses a walker. On (B)(6) 2021 postoperation, it was reported that the connection check showed all green and the impedance check showed all electrodes were within normal limits. When programming the stimulator intensities 12-16 on both leads. The patient only left the 0-7 lead in left lower abdomen. The stimulation turned off. The doctor was consulted and an x-ray was taken. It was indicated that at implant both leads were at the top of t8 and at post op the 0-7 lead was at l1. The 8-15 lead was at the bottom of t9. The patient was questioned about possible falls or trips, how they get up from their chair with their walker and how they get out of bed and that is when the patient indicated that they had fallen. It was reported that the rep programmed the patient using the 8-15 lead. The doctor plans on referring the patient for a surgical paddle implant. Surgical intervention was planned but not yet scheduled.